Manufacturer narrative:
Image review: an image shows a right coronary artery. Stenosis is observed in the proximal and mid-section of the rca. A snare is visible in the distal rca. It not possible to see the dislodged stent in the image provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 100% chronic total occlusion located in the ostium right coronary artery (rca). There was no damage noted to the packaging. The device was inspected with no issues noted. It was reported that stent dislodgement occurred during removal following a failed delivery. The stent was being removed when it became caught on the guide and dislodged. The dislodged stent was crushed against the vessel wall using another stent. The patient was reported to be alive with no further injury.